Manufacturer narrative:
The unit was returned to beckman coulter for evaluation. Upon inspection, it is confirmed that the rt12 broke apart during usage. There was no other malfunction observed in the unit. The unit was returned to the customer with replacement rotor and safety shield assembly to resolve the issue. (B)(4).

Event description:
The customer stated that rt12 rotor broke apart during use in statspin ssvt-1 centrifuge unit. The customer confirmed that the safety shield was in place and no parts escaped due to this event. There was no report of injury to the operator due to this event. There was no report of exposure and no medical attention needed due to this event.